Event description:
Feet started going numb in 2005. This numbness started progressing with legs going completely numb by 2010. X-rays were taken showing no bone problems (B)(6) 2010. In 2011, an MRI was conducted and again not showing any problems with bones or disks. (B)(6) 2013, complete prolapse from medical device hernia mesh. Medical paper trail has been established from 2010 to present. (B)(6) 2013 until present, conditions worsening with high fevers, infections, rashes all over body, vomiting and swelling. Has lost the ability to walk. Can walk with high dosages of pain medications. Severe muscle spasms. Severe nerve spasms. Severe migraines. Severe abdominal and lower back pains. Surgical mesh polypropylene used for left abdominal and right abdominal. No therapy as of yet. Dates of use: (B)(6) 2002-(B)(6) 2013. Diagnosis: hernia.